Manufacturer narrative:
The field service engineer replaced cuvette rinse station tubing as it was kinked, replaced both sample probes and made adjustments, checked and adjusted the rinse level, performed cell blank measurement and precision testing. The customer performed qc which was within specifications. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 result for multiple patient samples with a cobas 8000 c702 module. The reporter provided the following example of questionable results for one patient sample: the initial result was 1.76 mmol/l. A new sample was tested with a result of 2.36 mmol/l. The original sample was repeated with a result of 2.4 mmol/l. The questionable result was reported outside of the laboratory. The reagent lot number was 589595. The expiration date was requested but not provided.